Event description:
(B)(4). Weight gain, pelvic pain, back pain, migraines, loss of energy, bloated, constipation, depression, hair loss, terrible menstrual cycles with heavier discharge than usual, sore muscles and joints, get sick more often with upset stomach.